Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented to the hospital with back pain approximately one month post index procedure. An angio was done which revealed occlusion of both iliac limbs. The physician elected to treat the patient by implanting fluency stents, successfully restoring the blood flow to the external iliac arteries. The physician noted that the occlusion was most likely a result of the twisting of the main body legs, right below the sealing rings. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the occlusion of both iliac limbs was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. However, the reported twisting of the unsupported aortic body (unintentional user error) likely contributed to the event. Additionally, the off-label dissection in the distal aorta and narrowing the flow lumen at the aortic body bifurcation likely contributed tot the event. The final patient disposition was reported to be doing well. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).